Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in moderately tortuous and mildly calcified left forearm vessel. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, it was noted that when the balloon was advanced and the stenosis was dilated, a balloon rupture occurred in a pinhole form at the tip of the blade at 6 atmospheres for 30 seconds upon first inflation. The device was removed without any problem and the procedure was completed with the original device. No complications reported and the patient is in good condition after the procedure.